Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, full functional testing and defib charge stress testing without duplicating the report. The defib cable receptacle and the multi-function cable were replaced as a precaution. The device was recertified and returned to the customer. Review of the logs showed messages consistent with the customer's report. The logs show that a CPR adaptor was used with CPR pads. We suspect the CPR adapter was a contributing factor based on the cable fault messages in the log , but this could not be firmly established. The CPR adaptor and electrode pads were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.